Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 400 mg/dl with symptoms of thirst, urination, and blurred vision. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump recorded inaccurate basal deliveries.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: during investigation, there was zero unit basal amounts observed in the pump basal change history due to user intervention such as cartridge change , priming . All other records match basal program.the pump passed all required testing for delivery accuracy and basal record recording , no defects were found.